Manufacturer narrative:
The device was discarded and not available for return. Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by field clinical specialist, the 14fr esheath split at the seam as the commander delivery system with 23mm s3u was advanced through the left femoral artery. The valve protruded through the 14fr esheath at the location of the split seam. The implanting team removed the commander delivery system with the 23 s3u valve out of the patient. The patient did not sustain any injury during the procedure. A new 14fr esheath and commander delivery system was used to successfully implant a 23 s3u valve. The device was discarded and not available for return. Per additional information, the expansion tool included in the 14fr esheath kit was used. There was no difficulty inserting the sheath into the patient. Per the implanting team, ''more than usual'' resistance when inserting the valve on the delivery system through the sheath. Surgical intervention was not required to remove the devices. There was no damage seen on the delivery system when removed. However, 2 struts on the valve were bent back. There was some blood loss during the sheath exchange but ''not significant''. No reported blood products were required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 08053. The device was not returned for evaluation, therefore no visual inspection, functional testing or dimensional testing could be performed. Patient access was taken from left side. Returned imagery was reviewed. Tortuous access vessel was identified. Photo of fluoroscopy during procedure showed the valve outside of the sheath, suggesting a torn liner. Post-procedural photos of the sheath with the valve protruding through the sheath torn liner. The sheath shaft also had some curvature. Post-procedural photos of the valve show bent valve struts from outflow side. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has previously been documented in a pra. Manufacturing mitigations/controls relevant to the issue are captured in the pra. Although the pra captures manufacturing mitigations/controls specific to the esheath, the pra remains applicable for high push force events using the esheath+ device, as all relevant mitigations/controls for the esheath+ are identical with no changes in process flow or parameters. The review of these documents confirmed that these mitigations remain applicable to the manufacturing of the complaint device. In addition, the review of the related work order confirmed that the device lot passed the insertion force tests. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and esheath damage or frame damage) is captured in the pra. Although the pra captures IFU/training mitigations/controls specific to the esheath, the pra remains applicable for high push force events using the esheath+ device. The guidelines and instructions provided to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials remain similar between the esheath and esheath+. Based on the review, no IFU or training deficiencies were identified. Although the complaint for resistance was confirmed, a complaint history review is not required as the issue has been previously identified in a pra and a CAPA, each of which capture root cause analysis for the issue. A complaint history review on confirmed device complaints for liner puncture (returned and no product returned) from october 2021 - september 2022 for the esheath+ (all models and sizes) was performed. Prior closed complaints with any of the codes listed were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors (valve caught on liner, excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance and liner puncture were confirmed with the returned procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per event description there was ''''more than usual'' resistance when inserting the valve on the delivery system through the sheath.'' Additionally, ''the 14fr esheath split at the seam as the commander delivery system with 23mm s3u was advanced through the left femoral artery. The valve protruded through the 14fr esheath at the location of the split seam.'' Returned imagery shows that the patient had sharp bends and a very tortuous anatomy. The sheath liner was also torn with the delivery system and crimped valve protruding through the torn liner. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Tortuosity can create sub-optimal angles during delivery system advancement creating non-coaxial advancement between the delivery system, crimped valve, and sheath inner lumen. This increases friction between the devices increasing resistance. It is possible that the crimped valve may have then caught onto the sheath liner and tore it during advancement, especially if compounded with excessive manipulation in an attempt to overcome the resistance. As such, available information suggests that patient (tortuosity) and procedural (valve caught on liner, excessive manipulation) may have contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. This pra continues to apply to esheath+ as there are no significant changes related to the sheath shaft. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.